Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Attempts have been made to obtain additional information. To date the device has not been returned and no additional information has been received. If the device or further details are received at a later date a supplemental medwatch will be sent. Please provide photos? Please indicate any medical or surgical interventions performed. Please describe how was the adhesive was applied on the tape. What prep was used prior to, during or after prineo use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Were any sensitivity tests performed? What is the physicians opinion of the contributing factors to the reaction?

Event description:
It was reported a patient underwent a total knee replacement on (B)(6) 2019 and topical skin adhesive was used. On unknown date in (B)(6) 2019 patient had a skin reaction. Post operative day 8 dressing removed and oral antibiotics and antihistamines, patient was fine at 3 month evaluation. Additional information was requested.

Manufacturer narrative:
Product complaint #: (B)(4). The following information was requested and the following was obtained: what does the reaction look like and how large of an area does the reaction cover?: just larger than dressing footprint. Do you have any pictures of the reaction?: no. What prep was used prior to, during or after prineo use? Betadine (povidone-iodine), or chlorhexidine?: chlorhexidine. Was a protective, dry wound dressing such as gauze applied and was it applied only after the liquid topical skin adhesive has completely polymerized and the dermabond¿ prineo¿ is no longer tacky to the touch?: no. Was the application site cleansed thoroughly with saline or isopropyl alcohol to remove any remaining blood, fluids, or topical medications/anaesthetics, including skin preps, and then patted dry?: yes. Were any patch or sensitivity tests performed prior to the procedure?: no. Were any IV steroid/topical steroid/oral steroid/other treatments used to manage the reaction?: no. Who applies the product? The surgeon himself?: registrar. Was the product applied while knee was extended or flexed?: fully flexed.